Event description:
The initial reporter questioned low results for an unspecified number of patient samples tested for calcium gen.2 (ca2) on a cobas c 303 analytical unit. Examples of discrepant results were provided for 2 patient samples. Patient 1 initial result was 1.16 mmol/l. The repeat result was 1.99 mmol/l. Patient 2 initial result was 0.90 mmol/l. The repeat result was 1.95 mmol/l.

Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The field service representative (fsr) checked the water and gear pump pressure and adjusted the filling level of the washing unit. Test runs were performed, and the instrument was functioning properly. The investigation determined that the service actions resolved the issue.